Manufacturer narrative:
Follow-up submtited as further investigation determined a broken crank ratchet arm also contributed to the brakes not disengaging.

Event description:
It was reported via repair work order that the brakes were not disengaging due to broken brake pedals and crank ratchet arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not disengaging due to broken brake pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.